Event description:
It was reported that the patient was admitted to the hospital for edema, heart failure and hypotension. The patient was diagnosed with acute kidney injury and subsequently developed a bacteremia during the hospital stay. It was unknown whether the left ventricular lead or implant procedure caused or contributed to the patient's injury or infection. No further information was provided.

Manufacturer narrative:
Voluntary medwatch report # mw5119507.